Manufacturer narrative:
Additional information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced an adverse event while performing apd therapy. The patient was admitted to the hospital ¿under terrible conditions¿ (not further described). The unspecified issue occurred after the patient was connected to the device and at an unspecified step during apd therapy. No further detail was provided regarding medical intervention or regarding the patient¿s outcome from the event. No additional information is available.